Event description:
Pt admitted for elective upgrade of existing single chamber pacemaker to a dual chamber. Pt had recently suffered a left hemispheric stroke. Original pacemaker inserted for history of sick sinus syndrome. Cardiac cath, explantation of single chamber pacemaker and leads, insertion of dual chamber pacemaker and leads and coronary arteriograms. When the pacemaker pocket was opened a great deal of a damaged lead during the original insertion. The lead was tested and found to be dysfunctional. There was evidence of an insulation break near the proximal end of the lead which confirmed the suspicions. With testing it was found that there was poor capture and sensing thresholds.